Manufacturer narrative:
Lifescan (lfs) has reqeusted return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B) (6) 2010, the reporter/nurse contacted lifescan (lfs) on behalf of a patient alleging that a one touch ultra 2 meter was reading inaccurately high. The patient's diabetes is managed with humulin-r and nph insulins. The reporter indicated that the patient had been having troubles since (B) (6) 2009. It is not clear if the reporter was referring to the meter as having trouble. In one case, the reporter reported blood glucose results of ">600" mg/dl with a lifescan meter and "480 mg/dl" on another meter, performed within 30 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of <= 30% and/or <= 30 mg/dl. In reference to the owner's manual, the one touch ultra 2 meter will display "high glucose; above 600 mg/dl" if the device detects blood glucose level exceeding 600 mg/dl. It is not known what date/times the reported results were obtained. In another case, the reporter reported blood glucose results of "268 mg/dl" with a lifescan meter and "184 mg/dl" on another meter, performed within an unknown time apart from each other. Based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of <= 30% and/or <= 30 mg/dl. The reporter claimed that as a result of the alleged issue, the patient had been bottoming out from sliding-scale insulin for a four-week period. The reporter claimed that the patient had passed out. It is not known what treatment (if any) the patient received as a result of passing out. It would have been helpful to know the following information: the patient's testing frequency, his medication and diabetes management regimens, what meter readings the reporter or patient obtained before and after he passed out, and what actions were taken before and after he had passed out. In addition, it would have been helpful to know what dates/times the patient passed out, what his last meter readings were before he passed out, what dates/times the last readings were obtained, what actions (if any) were taken based on the last meter readings, and what date(s)/times the patient passed out. The meter, test strips, and control solution were replaced. Based on the information provided, this complaint is being reported due to the following conclusion: the reporter claimed that the patient was bottoming out and had actually passed out as a result of the alleged issue. It is not clear if the patient was receiving sliding-scale insulin based on the meter readings.